Event description:
It was reported that the patient with this pacemaker was passing out. Technical services (ts) was consulted about noise present on atrial pacing. No oversensing was noted. The device remains in service. No adverse patient effects were reported.